Event description:
It was reported that the insulin pump had a blank display and alarmed failed battery test. The blood glucose reading was unknown. The customer's mother stated that she put in a new battery. She declined troubleshooting for the blank display, stating that she had never had any previous issues. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.